Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter due to a size error. An additional ams 800 4.5 cm cuff was implanted.

Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter due to a size error. An additional ams 800 4.5 cm cuff was implanted.

Manufacturer narrative:
Related event component: 4.5 cm aus cuff. Model- 72400161. Lot- 100028811. Mfg date-06/05/2019. Exp date- 06/03/2024. It was reported that the size was incorrect for the patient. The ams 800 cuff was visually inspected and microscopically examined. No leaks were found. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events (incontinence) is included as a potential adverse event within product labeling.